Event description:
Related manufacturer reference number: 1627487-2019-07225. It was reported a cerebrospinal fluid (csf) leak occurred post-trial procedure. During a follow-up appointment, trial leads were removed and csf started actively leaking from the procedure site. Intervention was performed by the physician and the drainage was stabilized. Post-appointment, the patient reported that drainage resumed and was advised to attend their local emergency room (ER) for evaluation. Follow-up information from the patient indicated that no intervention was performed by the ER and that the issue along with all other unspecified symptoms had resolved on its own.